Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the veradius system. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction (B)(4). For this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement.

Event description:
It has been reported to philips that the wireless footswitch lost its connection with the wireless base station. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
A retrospective analysis of complaints revealed that the recall (z) number previously indicated in this report is incorrect. The correct recall number is z-0649-2022.

Event description:
It has been reported to philips that the wireless footswitch lost its connection with the wireless base station. The system was not in clinical use when the issue was identified. No harm has been reported to philips.